Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-aug-2025 the user reported repeated motor stall alerts (alert 38) that persisted despite multiple restarts and prevented completion of a supply change. A replacement pump was shipped, and the user will use backup therapy until the new device is set up. No symptoms were reported, and no medical intervention was required.